Event description:
User facility medwatch # (B)(4) reported that a drill bit broke off in the tibia during a total knee replacement. It was unable to be retrieved from patient so is retained. The drill bit was from a stryker triathlon system set.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown drill bit.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.